Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the reservoir compartment has pieces missing and that the reservoir had issues locking in properly. Troubleshooting was provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Cracked battery tube thread and cracked reservoir tube lip noted.